Manufacturer narrative:
The thermogard console (s/n (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that "the console displayed mid:09 (air trap assembly) error messages" was confirmed during functional testing and the system's event log data review. The root cause of the mid:09 error was the defective air trap sensor block due to a possible overflow of saline into the air trap holder, likely attributed to user mishandling. There was no recent complaint reported for a leaking start-up kit (suk) by this customer. No physical damage was observed on the thermogard console during visual inspection. The system's event log data was reviewed and revealed multiple mid:09 (air trap assembly) error messages on and around the customer's reported event date, confirming the reported complaint. During functional testing, the thermogard xp ivtm system displayed a mid:09 (air trap assembly) error message, confirming the reported complaint. During the inspection, dried saline traces were observed on the air trap sensor block. The saline infusion had caused the air trap sensors to malfunction. The defective air trap sensor block assembly was replaced to remedy the fault. Following service, including pump raceway and roller pump cleaning as well as lubricating the ball bearings inside the raceway, the thermogard console passed all functional and electrical tests with no issues. All readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The customer reported that the thermogard xp ivtm system (s/n (B)(4) displayed mid:09 (air trap assembly) error messages. The customer dried the air trap sensors without success. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.